Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter lens was implanted in the patient's left eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the patient experienced dysphotopsia, halos, glare, and visual disturbances. The patient also complained of an inability to read and intolerance to the lens. Reportedly, these symptoms significantly interfere with activities of daily life. There was no incision enlargement, the patient has recovered, and the replacement lens was a non-johnson and johnson lens. No additional information was provided.